Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that during a surgical case, site experienced issues obtaining the full region of interest (roi) in his 2d images. Stated the desired region was c3 to t1 with the patient reference frame on t2. Further stated it was difficult to view the t1 vertebral body in the scan.probable cause suspecting patient anatomy and associated spinal roi was larger than 16cm for 2d. This issue occurred intraoperatively and caused a no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
(H3, h6): no parts have been received by the manufacturer for evaluation. Codes: b17, c20 & d15. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.